Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the pen was not working and therefore the bezel was replaced and the stylus calibrated. Additionally the software was reloaded and updated. (B)(4).

Event description:
It was reported that the pen was not working. The pen was replaced with a new pen with no success. The programmer was returned for repair. No patient complications have been reported as a result of this event.